Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 91.2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and dehiscence.

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: other component malfunction, specify.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. However, it was learned that the event was not device related. The device has been disassociated from the event, therefore this is not a complaint.